Event description:
Litigation alleges pain, discomfort and limited mobility.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what previously alleged, ppf alleges elevated metal ions before first revision. Added stem to address new allegation. Updated part and lot number of the head and liner. Added patient's date of birth, lawyer in the associated contact and law firm in the facility name. Doi: (B)(6) 2010 - dor: none reported (left hip). Patient is bilateral. See (B)(4) for the right hip. Re (wipro).